Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed all operating currents tested within the specific range and passed off no power test. Device passed the delivery accuracy test. Device received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. All functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with unknown blood glucose levels at the time of the incident. The customer was at 209 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer experienced symptoms such as convulsions. The customer was wearing the insulin pump during the incident. The customer stated that they woke up in the middle of the night to see the reservoir was out of the pump. They put the reservoir back and then had convulsions. Troubleshooting was completed. The customer stated the reservoir was not getting into the pump properly. The insulin pump will be returned for analysis.